Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A receiver functional test was performed and it passed all relevant testing. The receiver case was opened for an interior inspection and passed. The reported event that the receiver ceased to function was not confirmed due reported allegation not found. The root cause was could not be determined.